Event description:
Per the clinic, the patient experienced a dislodged magnet during an MRI (1.5 tesla). However, the clinician did not follow the manufacturer's instructions for use of MRI kit. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.